Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: all front panel indicators were lit, error code e336 occurred, front panel board failure and did not light up, and fan motor wire was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: front panel display lighting up was due to failure of the front panel circuit board and error code e336 was caused by the broken fan wire. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had light emitting diode sign of the control panel buttons were always on. The issue was identified during inspection for use. There was no patient involvement.